Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart xl defibrillator worked intermittently when attempting to charge during the daily check. There was no reported pt involvement.